Event description:
The uretero-reno videoscope was returned to the service center with a report of the image being pixelated, cannot see through it. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the distal end plastic cover was chipped. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation there is cause not established that lead to the malfunction. Date of event is unknown. Additional information will be provided once available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.